Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using an unknown delivery system. During procedure, the talisman did not unfold properly and had a bulbous deformation. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new unknown size amplatzer septal occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no reported consequences but the operating time was increased by 15 more.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Added physician fist name and last name.